Event description:
Customer reported a malfunction on the pump with a malfunction code and fault ID provided. However, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reoccurs, which the customer understood and acknowledged.